Manufacturer narrative:
510k: this report is for an unknown distal tibial plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date it was identified that the patient had a non-union. On (B)(6) 2019, the patient underwent a revision surgery for distal tibial plate. Patient was revised with left medial distal va plate 8 hole and suprapatellar expert tibial nail. There was a surgical delay of sixty (60) minutes during revision procedure due to intraoperative issues. Procedure was successfully completed. This report captures the post operative event of revision surgery due to non-union while related complaint pc (B)(4) captures the intraoperative event wherein the insertion handle seemed to be 'chipped', and the loosening of the connection screw, and related complaint pc (B)(4) captures the post- operative event that the patient obtained an infection the next week after the procedure. This report is for an unknown distal tibial plate. This is report 1 of 2 for complaint pc (B)(4).